Event description:
A physician reported a pt who was originally skin tested on 10/29/1998 with a negative results. The pt's first treatment was on 3/19/1999 to facial scars. On 3/23/1999 the pt returned with the right cheek erythematous with crusting. At that time, the physician believed the causality was impetigo. Oral keflex was prescribed. On 3/25/1999 the pt was admitted to the hosp by another physician (unk) with a 3 cm red patch with central erythema at the right cheek; the hosp admitting diagnosis was "facial cellulitis". The reporting physician believed the pt received IV antibiotic(s) while hospitalized, but the exact medication reveived during hospitalization was unk. On 4/2/1999 the pt was examined. The physician noted some crusting with some healing evident at the right cheek. No medical or surgical intervention was prescribed. On 4/20/1999 the pt was seen with a residual depressed scar at the right cheek. No medical intervention was prescribed. The pt had not been seen since 4/20/1999. The physician's diagnosis was uncertain, but he believed the symptoms were possibly a vascular/necrotic event or possibly hypersensitivity.